Manufacturer narrative:
Clinical investigation: there is a temporal relationship between ccpd therapy utilizing the liberty cycler and the patient¿s adverse event(s) of dyspnea, chest heaviness, hyperkalemia and pleural effusion. The etiology of the dyspnea and chest heaviness is likely a byproduct of the patient¿s cardiovascular health; however causality cannot fully be determined. The etiology of the pleural effusion and hyperkalemia is unknown, therefore causality cannot be determined. Based on the available information there is no objective evidence indicating the liberty cycler malfunctioned or did not meet performance expectations, thus causing or contributing to the patient¿s adverse event(s). Additionally, the liberty select cycler was not returned to manufacturer for product investigation. Therefore, it cannot be determined if the liberty select cycler had any incidence of malfunction that could have caused or contributed to the patient¿s event(s). Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported during routine follow up a male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis for renal replacement therapy was hospitalized on (B)(6) 2018 through (B)(6) 2018 for suspected ¿fluid¿ (specifics unknown). The discharge summary was and revealed the patient presented to the emergency room (ER) due to shortness of breath and occasional chest heaviness for 2 days. The patient was admitted for cardiac evaluation and underwent a cardiac catheterization. The procedure revealed the need for a transcatheter aortic valve replacement (tavr) versus possible intervention for existing coronary disease. The decision was made to evaluate the patient on an outpatient basis for surgical intervention, however pre-op testing was completed while hospitalized including; pulmonary function tests, carotid imaging and vein mapping. The patient continued to receive pd therapy during the course of hospitalization without issue. It is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization. The liberty select cycler was not returned to the manufacture for product evaluation. Per follow-up, the peritoneal dialysis registered nurse (pdrn) reported the patient connected to the liberty cycler after discharge without difficulty. Additionally, it was reported the patient¿s status was unchanged due to the event(s).

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found 4 complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.